Manufacturer narrative:
Intuitive surgical inc. (Isi), has not received the da vinci product with an alleged issue to perform failure analysis.

Event description:
It was reported that during central processing, the fenestrated bipolar forceps had an exposed broken cable and wiring. There was no report of patient involvement or patient injury.

Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive 8mm fenestrated bipolar forceps instrument to perform failure analysis. Failure analysis investigations confirmed the customer reported complaint. The instrument was analyzed and was found to have a broken conductor wire within the bipolar yaw pulley, at distal end. The instrument failed an electrical continuity test, confirming a complete break in the wire. No thermal damage was found on the instrument. Annex g was updated to reflect failure analysis findings.